Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The target coil was returned within an sl-10 microcatheter. Visual examination of the returned device revealed that the coil proximal contact was slightly kinked, the main coil was noted to be detached by means of electrolytic detachment, as the detachment zone had dissolved, and that the coil was jammed. During functional testing, the returned microcatheter was flushed and blood exited the distal end. Resistance was experienced during advancement of the delivery wire, therefore it was retracted back through the microcatheter and it was noted that the main coil was detached. A 0.0158¿ patency mandrel was advanced through the inner lumen of the sl-10 and the target main coil was advanced out from the distal end. Information available indicated that, the patient¿s anatomy was reported to be moderately tortuous, which may have caused or contributed to the as reported event. It is probable that the coil was damaged during the clinical procedure causing the as reported event. Therefore, an assignable cause of operational context has been assigned to the reported main coil premature detachment inside patient and to the observed coil jammed. It is probable that the proximal contact was kinked as a result of handling of the device during the clinical procedure.

Event description:
It was reported that during coil embolization procedure, the main coil prematurely detached inside the microcatheter shaft inside the patient. The coil and the microcatheter were removed from the patient as one unit. There was no impact to the patient.

Event description:
It was reported that during coil embolization procedure, the main coil prematurely detached inside the microcatheter shaft inside the patient. The coil and the microcatheter were removed from the patient as one unit. There was no impact to the patient.